Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic. Episodes of non-sustained rv oversensing due to noise were noted. Externalized conductors were also discovered. The lead was laser removed. The patient was stable post-procedure.